Event description:
Boston scientific received information that one day post-implant, this left ventricular (lv) lead exhibited increased pacing threshold measurements. It was suspected that the lead had dislodged. The pacing vector was reprogrammed on the lv lead to obtain more acceptable threshold measurements. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.